Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, pump won't run. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 9, rate 2.2 and 91.50 was given no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).